Manufacturer narrative:
The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states there was difficulty lifting the flap and bridges on the flap bed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser poorly cut the flaps of fourteen patients. Only four of the fourteen flaps were opened well, the other flaps were a struggle to open. The procedures were completed with no patient harm. Additional information requested. There are multiple related reports for this event. This report addresses case nine and another manufacturer report will be filed for the other cases.